Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 511 mg/dl at the time of incident and the current blood glucose of the customer was 411 mg/dl. Customer stated the insulin pump battery totally died not given any alarm. Customer stated the insulin pump had no delivery alarm and insulin exited the tubing. Customer also stated the insulin pump alarmed with no reservoir detected. Customer was performed self test and it was passed. Customer was performed audio and vibrate test and it was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. The audio tones were heard during the self test properly. All operating currents are within spec. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.